Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" condition caused by an issue with the system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board issue was due to a cracked solder joint on component r97.